Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during drain 2 of 4. During troubleshooting, there was nothing found that caused or contributed to the alarm. The home patient (hp) stated she had called the peritoneal dialysis registered nurse (pdrn) prior to calling the tsr and they would be calling the pdrn back. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.